Event description:
Customer stated that the pump was running, but no food was coming out. There was no pt impact reported. Customer could not provide more info regarding to the event.

Manufacturer narrative:
Pump was primed and ran using water to simulate conditions of incident with user. Rate and dosage were 70 ml/hr and 70 ml. Pump correctly delivered fluid. Volumetric accuracy test performed and passed within spec (+/-5%). All alarms have been checked and worked properly. Complaint could not be duplicated.